Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood gluocose results were 67mg/dl, 110mg/dl, 146mg/dl, 147mg/dl. Tests were done less than 10 minutes apart with a difference of 33%. Pt did not experience any adverse events. No further information has been reported.